Event description:
According to the report, bioglue surgical adhesive was used on (B)(6) 2011 for obliteration of the proximal false lumen and at the proximal and distal suture lines in a total arch replacement surgery for aortic dissection. Three months after the surgery, a CT scan indicated a 2cm pseudoaneurysm on the proximal side.

Manufacturer narrative:
According to the report, bioglue (lot number unknown) was used for obliteration of the proximal false lumen and at the proximal and distal suture lines in a total arch replacement surgery for aortic dissection. Three months after the surgery, a CT scan indicated a 2 cm pseudoaneurysm on the proximal side. The distributor discussed the case in further detail with the surgeon. It was noted the surgeon was not accustomed to the use of bioglue in an acute dissection. As it was the surgeon's first acute dissection case using bioglue, he had applied a thick layer (approximately 5mm - 1cm) to the false lumen. The surgeon indicated he did not feel that this event was inherently due to bioglue as he has seen pseudoaneurysm formation in previous cases where bioglue was not used but where it was difficult to achieve hemostasis. However, he is concerned that his excessive application of bioglue may have caused pseudoaneurysm formation. As such, an investigation was performed. The lot number was not provided with the complaint details. Therefore, a review of manufacturing records could not be performed. Pseudoaneurysms are a known complication associated with cardiac surgical procedures involving standard surgical repair alone and can be caused by many factors, including previous surgery, site infection, technical error, trauma, opposing shear forces, tissue disease, weak aortic wall tissue, or iatrogenic causes. Although a definitive conclusion cannot be made regarding the cause of pseudoaneurysm in this case, it is possible that the excessive amount of bioglue placed strain on the aortic wall and thereby caused further damage. The bioglue instructions for use (IFU) recommends that a 2 mm thick layer of bioglue be used between the dissected layers. No further action is warranted at this time.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.